Manufacturer narrative:
(B)(4). Investigation summary: the device was received at the repair center and evaluated. Per service manual operational and diagnostic analysis confirms the reported functional issue, caused by motor damage. Device disassembled and decontaminated as per the service manual during initial evaluation. The testing of the unit was not completed, due to the need for motor replacement. Unit placed in long term hold. No further investigation beyond what is noted below will be conducted on this complaint. The reported failure can be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that during a shoulder procedure when the customer's tornado micro handpiece with buttons was plugged into the pump it would just beep and the pump would not read the device. The procedure was completed with another like device with the same pump with no patient consequences or delays. The sales rep was not present for the procedure therefore could not provide any further information. The device will be returning for evaluation.